Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to inadequate pain relief. During the procedure, the physician noted a small radiopaque piece that was left behind near the ipg pocket. One of the lead identifier contacts remained in the pocket and the physician was unable to remove it. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-70 (sn: (B)(6). The returned lead was analyzed and visual inspection revealed that the lead was cleanly cut into two pieces approximately 4 cm from the proximal end of the lead and the distal portion of the lead was not returned. The clean-cut damage was a result of a typical explant procedure, and not considered a failure. Electrical test could not be performed due to the cut lead body. With all the available information, boston scientific concludes that labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The probable cause selected is known inherent risk of device.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to inadequate pain relief. During the procedure, the physician noted a small radiopaque piece that was left behind near the ipg pocket. One of the lead identifier contacts remained in the pocket and the physician was unable to remove it. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial:(B)(6). Batch: 7083785. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7078252.